Manufacturer narrative:
Evaluation summary: one used slide clamp and one unused companion set of product code 2c6537, lot s07d06051r were received in the failure analysis lab (fal). The slide clamp arrived detached from the set and the companion sample arrived in a sealed pouch. A visual and dimensional inspection was originally performed on the used slide clamp during a customer visit. A second evaluation of the slide clamp was performed in the fal lab. This evaluation included a visual inspection and a center gap dimensional inspection of the used slide clamp. The used slide clamp appeared to have sustained damage to the bottom of the keyed end. Visual inspection under a microscope showed that the damage appears to have been caused by trauma or down force due to the indented/gouged appearance of the affected areas. Additionally, there were several pieces of raised material. This material is attached to the opposite corner of the damaged region at the top of the keyed end of the slide clamp. Visual inspection under the microscope showed that this material appears to have been dragged/scrapped up. Visual inspection of the center slot showed no defects. Dimensional inspection - used slide clamp 0.25 +/- .002. Center slot dimensional result - .026 inches. Additionally: a visual inspection of the companion set slide clamp was conducted and showed no defects.

Event description:
A male patient was reportedly over-infused with 400 ml of citrate dextrose in 3-4 minutes and died immediately after while on a colleague pump, and interlink continu-flo set. The patient was in the ICU and had been receiving renal dialysis. The pump was programmed to infuse 225 ml/hr with a total volume of 1000 ml. The event occurred at 1450 in 2007. The pump was on, but not infusing. The pump had been programmed, but the nurse could not press start and was getting several misload alarms. Mtr reset manual was displayed. The regulating clamp was reportedly open. It was noted that the blue slide clamp was chewed. There were attempts to load the pump. The pump was never started. It was reported during an on-site evaluation at the facility that the pump was not connected directly to the patient, but was connected to the blood pump circuit during continuous renal replacement therapy (crrt) the patient was receiving. The event history was downloaded and reportedly there were many keystrokes. The set was requested, but discarded due to blood contamination. The actual blue slide clamp for the set was saved and available for testing. The cause of death was not released. No autopsy was performed. Although additional patient event information was requested, it was not provided by the facility.